Event description:
Related manufacturer report number: 2938836-2018-10284. During an in clinic follow-up, the patient had experienced several episodes of inappropriate therapy due to noise on the right ventricular (rv) lead. Additionally, it was not possible to interrogate the device, but the device had entered backup vvi mode due to the episodes of inappropriate therapy. High voltage therapy was deactivated until a device replacement could be performed. X-ray imaging was performed and revealed no insulation damage on the rv lead. The patient was hospitalized and the device was explanted and replaced. The rv lead remained implanted in the patient and the patient was stable following the procedure.